Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -7.0/1.5/89 into the patients left eye (os) on (B)(6) 2024. Excessive vault was observed. On (B)(6) 2024 the lens was exchanged with the same model, shorter length and the problem was resolved. The reporter indicated the cause of the event was unknown.